Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 575 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose and sensor issue. Customer stated that second and third sensor had blood and forth sensor started bleeding during the call. Customer stated that was in auto mode before it exited for high blood glucose event. The insulin pump will not be returned for analysis.